Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Age or date of birth: unknown month and day in (B)(6). UDI # - (B)(4). Concomitant medical products : part: 192110, echo por fmrl lat nc 10x130mm, lot: 128290, part: 163670, 32mm mod head cocr +3mm neck, lot: 00j3564882, part: 010000666, g7 pps ltd acet shell 58g, lot: 3863698, part: 010000734, g7 neutral arcomxl lnr 32mm g, lot: 3273067. Report source: finland. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient had a gluteus medius rupture and had to use an assistive device for limp to ambulate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-00233; cup: 0001825034-2019-00234; liner: 0001825034-2019-00238.

Event description:
It was reported that the patient underwent right hip arthroplasty and subsequently, 2 1/2 years later it was reported that the patient suffered pain and limping. Attempts have been made and no further information has been provided